Event description:
During a review of the pump's event history by baxter personnel, a flo-gard infusion pump was found to have experienced nine occurrence of alert 2. This was not reported by the customer. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. "This complaint is an ancillary service event opened during the investigation of (B)(4)." The cause was undetermined. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. If any additional information is received, a follow-up will be sent.